Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose level reached 16.8 mmol/l (302.4 mg/dl). The pod was worn between 4 and 24 hours on the hip/buttocks. It was noted that the cannula dislodged from the site and was bent. As treatment for the hyperglycemia, a new pod was applied and a correctional bolus was administered.